Event description:
Punctsure unit was plugged in to charge in between uses. Nurse walked by and smelled something hot. After a quick search it was determined that the smell was originating at the charger to the punctsure unit. The nurse unplugged the unit and called biomedical engineering. No injury to nurse or patient. Biomed picked up the device and determined the smell was coming from the charger. Upon opening the device it was found the circuit board was charred and burned. A replacement was ordered and installed. The punctsure was returned to service.====================== health professional's impression======================possible fire hazard.